Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponge separated from the minicap and the patient subsequently experienced abdominal pain and other unspecified symptoms of infection. The minicap had been used by the patient. The patient was transferred to the hospital and treated with cefaclor and unspecified antibiotics (routes, dosages, and frequencies not reported). The patient was reported to have recovered from this event. Additional information was requested but is not available.